Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys ckmb result for one patient sample. The initial result was 20.26 ng/ml with a data flag and was reported outside the laboratory. The repeat result was 2.1 ng/ml and was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 222112. The expiration date was requested but was not provided. Analyzer performance testing was completed which was acceptable.

Manufacturer narrative:
The field service representative did not find any issues and the customer confirmed qc results were in range. The investigation was unable to find a definitive root cause.